Event description:
Low impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalzied conductors due to external insulation abrasion were found at 28-30.3 cm from the distal end. The rv conductor etfe coating was intact at the same location.